Event description:
The customer stated that the insulin pump emitted a constant tone. The reported blood glucose reading was 411 mg/dl. Troubleshooting was performed, but the insulin pump continued to emit a constant tone. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor. No further testing could be performed due to the blank display.